Event description:
This is being filed to report the clip failed efaa and separated during removal. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced and placed on the mitral valve. While establishing final arm angle (efaa), the clip opened. Troubleshooting was performed however was unsuccessful therefore the cds was retracted. During removal force was applied and the clip separated from the cds at the access site. The separated clip was simply withdrawn. One clip was implanted, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported for incomplete coaptation. Based on the information reviewed and without device returned, a cause for the reported unintended movement (clip open-establish final arm angle (efaa)) cannot be determined. The reported material separation of the clip (device component) appears to be related to the user error (improper or incorrect procedure or method). It should be noted that the mitraclip g4 system instructions for use states: during mitraclip g4 system removal always retract the cds by pulling only on the sleeve handle. Retracting the cds by pulling on the dc handle may result in device damage and/or device or component embolization, and may result in vascular and/or cardiac injury. Step 34.2.1.9 warning: use fluoroscopic guidance while retraction the cds into the guide. Failure to do so may result in device damage, inability to remove the cds and/or vascular and cardiac injury. As it was reported that during the removal of the cds, force was applied on the dc handle which was a deviation from the IFU. There is no indication of a product issue with respect to manufacture, design or labeling.